Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.